Event description:
It was reported that the user contacted support requesting transfer to the clinical team, reporting recent episodes of being high with a documented blood glucose of 264 mg/dl and noting sweating and concerns about sensor issues while using the ilet. Investigation of this case revealed hyperglycemia with unclear cause and user-reported sensor concerns, with no device malfunction confirmed. Symptoms included hyperglycemia and diaphoresis. Outcomes included the need for troubleshooting without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.